Manufacturer narrative:
If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon noticed a scratch upon the intraocular lens (iol) after implantation into patient's eye. No further information is available.

Manufacturer narrative:
Section d9: device available for evaluation? Yes; returned to manufacturer on: mar 16, 2021. Section h3: device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, which is consistent with a lens that was handled during removal and replacement. A detached haptic, lens damage, and haptic damage (bent) were observed, which can be attributed to handling and cannot be confirmed to be related to manufacturing. The lens was cleaned and scratches were observed. The complaint issue was confirmed, however this can be attributed to handling and cannot be confirmed to be related to manufacturing and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed no other investigation request (ir) for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information was received which indicated the lens was fully inserted into patient's eye and was removed on the same day. There was no patient injury and no medical intervention was required. The procedure was completed using another lens of same lens type and power as that of original lens. Section h6: health effect - impact code: 4631 - more complex surgery all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.